Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6). Device requested for return but not available.

Event description:
A customer received a questionable inr result for 1 patient tested on a coaguchek xs meter with a serial number of (B)(4) compared to a doctor's coaguchek meter, serial number unknown. The initial result from coaguchek xs meter with a serial number of (B)(4) was 3.5 inr. "Right after" using the doctor's coaguchek meter a result of 2.6 inr was obtained. The customer did not provide the specific times of testing. The patient's target inr was 2.5 inr. The erroneous result was reported outside of the laboratory to the doctor. There was no allegation of an adverse event. It was stated by customer that glucagon and carbohydrates were administered, but no further details were provided. The meter and test strips were requested for investigation. Replacement product was sent. The customer stated that there were no test strips remaining to return. The returned meter was measured with the retention test strips 247897-10 in comparison to the test strip master lot. For this purpose two human blood samples from marcumar donors and an internal reference meters were used. Donor#1: strip master lot and reference meter 2.7 inr. Donor#1: retention strips and customer meter 2.5 inr. Donor#2: strip master lot and reference meter 3.1 inr. Donor#2: retention strips and customer meter 2.8 inr. The returned customer meter and retention materials complies with specifications. Relevant retention test strips (lot 247897) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.